Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urgency, urge incontinence, recurrent stress urinary incontinence, incomplete emptying, urinary tract infection, frequency and hematuria. Numerous percutaneous tibial nerve stimulation treatments were performed.